Event description:
The angiovac cannula was inserted in the right femoral groin and the reinfusion cannula was inserted in the left femoral groin. The target area for undesireable intravascular material (uim) removal was the right pulmonary artery (rpa). The cannulas were placed successfully and the pump was started, flow was ok. Aspiration occurred for about 1-2 minutes. The patient's right heart failed during procedure (right ventricular function). Patient became bradycardic and hypotensive and the heart stopped. CPR was started and a sternotomy (chest was opened) was performed to access the rpa (to remove the debris in the blood) and to resuscitate the patient. The doctor observed that there was no evidence of rupture or damage to the rpa from the angiovac cannula. No product malfunction was observed. The patient's illness/instability were likely due to right heart failure. The angiovac cannula was disposed of at the hospital and will not be returned.

Manufacturer narrative:
Although the used device will not be returned for evaluation, investigation into this event is still on-going. An update on the patient's current condition has also been requested. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).